Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 463 mg/dl. The customer mention symptoms such as vomiting. The customer treated with the sugar and IV. Customer's blood glucose value was 463 mg/dl at the time of the incident. Customer's current blood glucose value was 463 mg/dl. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6). The blood glucose value when admitted to hospital was 463 mg/dl. The customer complained about pump not working or setting wrong. The customer cause of hospitalization per healthcare professional's was diabetic ketoacidosis. Customer assisted to perform the high pressure test and test was passed. The product was not returned for analysis.